Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor fracture (overstress); the analyst noted that the lead was received with the helix fully retracted, and that the distal conductor has been over-retracted, distorted, and fractured in the connector; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician had a problem with the active fixation mechanism. The mechanism would not retract, and during rotation there were "click" sounds. The lead was not used. No patient complications have been reported as a result of this event.